Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature battery depletion. The battery status was found to measure elective replacement indicator (eri) after 17 month. The ICD was explanted. Implanted: 03/22/95, explanted: 09/04/96 (implanted 17 months)